Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a haptic of lens caught in a malyugin ring and capsule bag rupture. The lens was explanted during same procedure. There was wound and incision enlargement needed and unplanned vitrectomy, suture of lens required since capsule bag not intact. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the surgeon couldn't turn the lens because the haptic was stuck under the ring. There was a capsule bag rupture due to the haptic of lens being caught in a malyugin ring. This would not be a product malfunction. The manufacturer internal reference number is: (B)(4).